Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however blood/body fluid was noted on the distal conductor on the visual inspection.

Event description:
It was reported during the implant procedure that the lead was dislodged. The lead was not implanted and no patient complications resulted from this event.